Event description:
It was reported by the customer that their infusion set was not locking into the serter. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 449 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
It was reported by the customer that their infusion set was not locking into the serter. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 449 mg/dl at time of reporting. Nothing further reported.